Manufacturer narrative:
It has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that arctic sun device was giving alarm 14 (patient temperature 1 probe out of range) and alert 51 (patient temperature 1 below control range), alert 01 (patient line open) and alert 02 (low flow). The patient's temperature was 0c per foley probe to temperature port 1, and patient's temperature was 0c per rectal probe to temperature port 2. All connections have been checked for proper connection and probes checked for proper placement. The complainant stated she connected the foley probe to overhead monitor and patient temperature was 37.04c. The temperature cables were then disconnected from foley probe and rectal probe. The temperature cables were then connected from rectak probe to foley probe and inserted it to temperature port 1. Patient's temperature was 37.4c, water temperature was 7.9c, flow rate was 2.4 lpm. There were no alerts or alarms noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that arctic sun device was giving alarm 14 (patient temperature 1 probe out of range) and alert 51 (patient temperature 1 below control range), alert 01 (patient line open) and alert 02 (low flow). The patient's temperature was 0c per foley probe to temperature port 1, and patient's temperature was 0c per rectal probe to temperature port 2. All connections have been checked for proper connection and probes checked for proper placement. The complainant stated she connected the foley probe to overhead monitor and patient temperature was 37.04c. The temperature cables were then disconnected from foley probe and rectal probe. The temperature cables were then connected from rectak probe to foley probe and inserted it to temperature port 1. Patient's temperature was 37.4c, water temperature was 7.9c, flow rate was 2.4 lpm. There were no alerts or alarms noted.